Manufacturer narrative:
Device evaluated by MFR: a promus premier select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. A2 - age at time of event: patient is 18 years or older. E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. Following pre-dilatation of a non-bsc balloon catheter, a 38 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and it was noticed that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: patient is 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery. Following pre-dilatation of a non-bsc balloon catheter, a 38 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, during the procedure, it failed to cross the lesion and it was noticed that the stent struts were damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.